Manufacturer narrative:
(B)(4). Batch # r9562x. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated broken and 13 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot/batch number r9562x, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, "the clip applier just malfunctioned it wouldn't fire." Case completed with another device of the same product code. There were no patient consequences reported.